Event description:
The pt's treating physician reported that when he tried to interrogate the pt's device, the settings had been reset. During the time, the device was off the pt went to the ER following a generalized tonic colonic seizure, which is a new seizure type for the pt. The treating physician did not specify a cause for the new seizure type. Review of programming history confirmed that generator being disabled was due to a burst watchdog timeout. However, the reporter indicated a pt name that did not match the initials in the downloaded programming history. Attempts to clarify the pt- initials discrepancy with the physician have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.